Event description:
A peritoneal dialysis (pd) pt's mother reported a fluid leak. She noticed there was fluid behind the cassette door in the pump area. The pt was able to complete his treatment. Their mother was advised to discontinue using the cycler and contact the pd nurse. The set was discarded. During follow up, the pt's pd nurse reported that his effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.